Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states there was a leak in the catheter. The leak is located at the base of the y junction. The catheter was pulled and replaced.

Manufacturer narrative:
Investigation is currently underway. Upon completion, the results will be forwarded.